Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The meter gave the following blood glucose results within 10 minutes: 8:41 am hi, 8:45 am 414 mg/dl, 8:47 am 228 mg/dl, 8:47 am 338 mg/dl, 8:48 am 281 mg/dl. No adverse events reported. Replacing and returning meter and test strips.